Event description:
It was reported that the device ground path was compromised due to a broken ground plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device exceeds design/reparability and will not be repaired.

Event description:
It was reported that the device ground path was compromised due to a broken ground plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.